Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high thresholds during a routine patient visit. It was noted that during an earlier clinic visit in january of this year, loss of capture was observed. The patient is to be brought back to re-measure the rv threshold. The lead remains in service. No adverse patient effects were reported. Additional information noted that this patient was brought in for a follow up and the rv pacing thresholds continued to measure high, a lead repositioning was going to take place but due to an occluded superior vena cava the procedure did not take place. The patient will be seen at a later date for a possible system extraction and re-implantation.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high thresholds during a routine patient visit. It was noted that during an earlier clinic visit in january of this year, loss of capture was observed. The patient is to be brought back to re-measure the rv threshold. The lead remains in service. No adverse patient effects were reported.